Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.